Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) caught on calcification and ruptured. A device of the same size was used as a replacement, and the procedure was successfully completed. There was no reported patient injury. The device was used in an interventional procedure with an antegrade approach. The deployer had completed step 2 of mynx training. A 6f short sheath introducer was used. Femoral artery suitability was verified, the vessel type was arterial, the vessel diameter was confirmed to be at least 5 mm, there was no vessel tortuosity, and there was no reported peripheral vascular disease (pvd) or calcium at the puncture site. The mynx vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). The balloon lost pressure during use and after being pulled back to the arteriotomy. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The device was not returned for analysis as it was discarded. The product history record (phr) review of lot j2519603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, access site vessel characteristics (the balloon caught on calcification and ruptured) and/or concomitant device factors most likely contributed to the balloon loss of pressure reported since calcification around the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the available information suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) caught on calcification and ruptured. A device of the same size was used as a replacement, and the procedure was successfully completed. There was no reported patient injury. The device was used in an interventional procedure with an antegrade approach. The deployer had completed step 2 of mynx training. A 6f short sheath introducer was used. Femoral artery suitability was verified, the vessel type was arterial, the vessel diameter was confirmed to be at least 5 mm, there was no vessel tortuosity, and there was no reported peripheral vascular disease or calcium at the puncture site. The mynx vascular closure device (vcd) was stored and prepared according to the instructions for use. The balloon lost pressure during use and after being pulled back to the arteriotomy. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery or vein. The device was discarded and will not be returned. The device will not be returned for evaluation.